Manufacturer narrative:
Health effect - impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "multiple silicon laden axillary nodes are seen".

Event description:
Healthcare professional reported left side rupture, cyst, and " multiple silicon laden axillary nodes noted." The device has been explanted.